Event description:
Vistakon's affiliate reported they were contacted by an attorney representing a pt who reportedly received acuvue 2 lenses in 2005, and the product had an expiration date 09/2004. The pt reportedly developed keratitis. No additional information has been received from the attorney or the pt regarding this issue. As this issue is a law suit, it is being reported as an MDR. The lot history review for his lot revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No further information is available at this time.